Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported the decision was made to place an impella 5.5 as a bridge to a heart transplant. During support, it was reported that the patient was taken back to operating room for a washout and exploration of right axillary site. Ten days later, the patient experienced a brief run of ventricular tachycardia over the night which reportedly seems associated with when the patient sleeps on one side. The patient remained on support until a bridge to transplant. The patient survived.